Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as it remains in use. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Oncology pt, (B)(6) inserted on (B)(6). Ruptured blue lumen on (B)(6) while IV team nurse was flushing. No contrast studies, lumen was repaired and labeled not to use due to possible infection risk.